Manufacturer narrative:
Pt's gender: na.

Event description:
The customer alleged to have used cidex opa solution in their restroom when patients will be accessing the same room. It was confirmed that the customer did not follow the recommendations stated in the instructions for use (IFU). The customer claimed that she was unaware of the current IFU. The customer did not want to provide more information and refused to accept additional information from asp. The customer stated that there were no injuries reported from the event.